Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv2176 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported ¿¿after a midline catheter was placed on (B)(6) 2021 into the med/surg patient, the nurse noticed that a small portion of the guidewire was missing. She looked for the missing tip but was unable to locate it. She alerted the house supervisor, who then notified dr. Two x-rays and a CT scan were conducted ¿ chest, left humerus, and thorax w/o contrast. All three were negative for any foreign bodies per the radiologist"

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the guidewire not advancing is confirmed; however, the exact cause is unknown. One 18 g powerglide pro device was returned for evaluation. An initial visual observation showed use residue on the returned sample. The guidewire of the device was observed to be present but was detached from the coupler within the housing and would not advance when the slider was slid forward. A microscopic observation revealed small abrasions on the surface of the coupler at the locations where the guidewire should have been positioned, which suggests the guidewire and coupler were likely properly attached at some point in time. The device was disassembled, and the distal weld tip of the guidewire was observed to be present and intact. No damage or breaks were observed on the guidewire. While the detachment of the guidewire from the coupler within the device housing caused the guidewire to not advance when the slider was slid forward, it is unknown when or how the guidewire became detached from the coupler. Possible causes include advancement of the guidewire against a hard surface, tissue, or resistance and misassembly of the device.

Event description:
It was reported ¿¿after a midline catheter was placed on (B)(6) 2021 into the med/surg patient, the nurse noticed that a small portion of the guidewire was missing. She looked for the missing tip but was unable to locate it. She alerted the house supervisor, who then notified dr. Two x-rays and a CT scan were conducted ¿ chest, left humerus, and thorax w/o contrast. All three were negative for any foreign bodies per the radiologist"